Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient's wife stated that the liberty cycler patient had recently been discharged from the hospital for an unknown reason. During a follow-up call, the pd nurse stated the patient was hospitalized for shortness of breath as a result of a hernia that was not treatment related.